Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the stem is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Primary operative surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. Operative notes for revision surgery performed on (B)(6) 2009 were reviewed. Minor amount of fluid was noted in the capsule. The stem was noted to have subsided into retroversion. The stem was removed with minimum difficulty. The acetabular component was noted to have good ingrowth. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and stem loosening.